Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity. Medical history was cervical spinal cord injury and ventilator dependent quadriplegia. The patient was ventilator dependent quadriplegia of many years duration with infections (urinary tract infection and upper respiratory infection). It was reported the patient developed an infection at the pump pocket approximately 2-3 weeks post pump refill. The date of the event was (B)(6) 2016. No diagnostics were needed. The pump and catheter were explanted (B)(6) 2016. The patient was admitted to the hospital and started on oral baclofen. The patient was being monitored for withdrawal symptoms. The issue was resolved. Patient status was alive - with injury; noted as in the hospital and in pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.